Event description:
The customer's spouse reported that the customer passed away. The spouse was unsure of the cause of death at the time of the call. The spouse stated that the customer was having high blood sugar levels for the past few days and had to treat with manual injections. The customer started to run low blood sugar levels and spouse was treating the customer's lbg until it was normal. The spouse stated that they thought that the customer was ok. The spouse woke up to find that customer was wet from sweating too much and that spouse was unable to wake customer. The spouse stated that the customer had recently started on new medication and was not able to determine if it would have any cause to customer's bg. The customer's doctor stated that the cause of death was natural causes and diabetes mellitus. The doctor's office would not provide the customer's information without the family's consent.